Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / malposition of essure device in the left fallopian tube') and salpingitis ('fallopian tube infection') in an adult female patient who had essure (batch no. C91771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's previously administered products included for birth control: nuvaring from 2000 to 2010. Concurrent conditions included weight normal. Concomitant products included topiramate (topiramax) from 1990 to 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)/chronic"), female sexual dysfunction ("apareunia/chronic/ inability to engage in sexual intercourse with partner"), depression ("psych injury/depression,"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), underwent hormone therapy ("hormonal changes/ hormonal changes describe: in full menopause requiring hormone therapy") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vag. Infection"), bedridden ("bed ridden"), uterine pain ("pain: left side of uterus") and adnexa uteri pain ("pain: left fallopian tube"). The patient was treated with surgery (hysterectomy (full),salpingectomt (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, salpingitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, fatigue, vaginal haemorrhage, uterine pain and adnexa uteri pain had resolved and the depression, bladder disorder, urinary tract disorder, vaginal infection, cystitis, hormone therapy, weight increased and bedridden outcome was unknown. The reporter considered adnexa uteri pain, bedridden, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hormone therapy, menorrhagia, salpingitis, urinary tract disorder, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for perforation, fatigue, hormonal changes, other, weight gain. Current weight 137 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number was added. New events added: pain: left side of uterus , abnormal bleeding (vaginal), pain: left fallopian tube, fallopian tube infection, bed ridden. Previously added events hormonal changes was updated to hormonal changes describe: in full menopause requiring hormone therapy and psych injury was updated to depression. Concomitant drug and concomitant condition were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / malposition of essure device in the left fallopian tube.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)/chronic"), female sexual dysfunction ("apareunia/chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vag. Infection"), cystitis ("bladder infection") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction and menorrhagia had resolved and the psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, cystitis, fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, psychological trauma, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for perforation, fatigue, hormonal changes, other, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event "injury" was updated to "dysmenorrhea (cramping)", events-" dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), psych injury, perforation: fallopian tubes/malposition of essure device in the left fallopian tube, bladder problems., urinary problems., vag. Infection., bladder infection, fatigue, hormonal changes, other, weight gain", patient demographic added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.